Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was tapped on the skin. An x-ray was performed which revealed that the electrode migrated and had pulled back. Additionally, the patient experienced infection and erosion. Subsequently, a revision procedure was performed and the s-ICD system was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was tapped on the skin. An x-ray was performed which revealed that the electrode migrated and had pulled back. Additionally, the patient experienced infection and erosion. Subsequently, a revision procedure was performed and the s-ICD system was explanted. No additional adverse patient effects were reported.